Event description:
The customer stated corrosion was seen on the architect ground strap. There was no report of incident or injury.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.